Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the settings are incorrect. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The reported problem was confirmed. The power supply was replaced and the machine was checked in a different mode. Ran sst & est and both passed successfully . The machine is in good working condition and the ventilator is back in service.